Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, station had no power. Customer tried to reboot and recover but issue wasn¿t resolve. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 19-SEP-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that failed power supply. The field service engineer (FSE) isolated the issue by disconnecting all drawers and verified the wall outlet was supplying 120V. Removed and inspected the power supply, identified a burnt washer inside the unit, and replaced the power supply. The system functioned as intended after the field service engineer (FSE) resolved the issue.